Event description:
The pt had two leads implanted with the same lot number. It was reported the pt's leads were replaced due to migration. The pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.